Manufacturer narrative:
The field service engineer (fse) discovered a cut tubing at the rear of the blood sampling valve (bsv) module. The fse replaced the damaged tubing and resolved the fluid leak issue. The fse noted low complete blood count (cbc) portion (white blood cell, hemoglobin, and red blood cell) was lower than the assay due to diluted quality control (qc) in some vials. New qc vials were shipped to the customer. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported low white blood cell (wbc) and red blood cell (rbc) controls and approximately ten milliliters of clear fluid leaked from the blood sampling valve involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient injury associated with this event. The facility has a risk management plan in place for biohazard material. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.